Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a blood glucose (bg) level of 62 mg/dl. The customer drank juice and ate food to stabilize bg level. Reportedly, for the last 2 months the audible tone is quite on the pump and is not declaring any continuous glucose monitor (cgm) alerts. The customer troubleshoot with the clinical diabetes specialist.

Manufacturer narrative:
(B)(4).